Manufacturer narrative:
Data logs showed that the ps waveform was generally within normal limits despite recurrent "impella position in aorta" alarms from the beginning of support. Notably, the motor current was non-pulsatile and the pump flow waveform was moderately saturated, with some moderate fluctuation with no p-level change. In conclusion, when considering the clinical information, it was determined that the cause of the optical signal issue was most likely ingested biomaterial. The instructions for use contains information for the prevention of thrombus. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 51yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an impella pump was placed and supported the patient for 10 minutes when it was removed due to pump coming out of position. At the time the pump was removed and replaced there was thrombosis noted at the site of implant. There was no lasting harm or injury from the pump replacement and observed thrombosis.

Manufacturer narrative:
H6 updated to include optical signal issue coding. Corrections that were made from the initial manufacturer device report number 1220648-2023-04479. B7 other relevant history, including preexisting medical conditions, updated. D4 model number updated. D6a / d6b implant and explant dates updated. D10 concomitant medical products and therapy dates updated. F6 and f8 erroneously included in initial report. G1, reporting contact email, reporting contact facility name, and reporting contact fax number updated. H6 health effect - impact code updated for thrombus failure mode.